Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, disassembly and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Manufacturer narrative:
1038671-2023-01967 d10: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, (B)(6). 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm, (B)(6). 204-70-00 - tibial stem ext. Screw, (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01967. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 58 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee instability, difficulty walking, antalgic gait, anxiety, and emotional distress. Revision surgery operative notes were provided. The surgeon performed a revision of the right knee polyethylene and femoral component. Patient left the operating room in stable condition. Post operative diagnosis noted that the tibial polyethylene component had disengaged from the tibial tray component. No further issues or complications were reported. No additional information is available.